Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 456853 implantable pacing lead implanted: (B)(6) 2000, product ID 429688 implantable pacing lead implanted: (B)(6) 2013, product ID 6935m62 implantable tachy lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was reported that after a device implant procedure, during defibrillation testing (dft), the device was unable to "rescue" the patient at 35 joules using the single-coil lead at either polarity. Rather than implant a dual-coil lead, the physician opted to change out the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.